Event description:
Bloody lip [lip haemorrhage]. Pain: lip [lip pain]. Injure: mouth [mouth injury]. Piece broke off from the metal part to which you attach the brush head...brush head is no longer gripped properly by the pin, it slipped off from the hand piece - oral-b [device breakage] metal is rusty: oral-b [device physical property issue]. Case narrative: consumer via e-mail stated that while they were brushing their teeth, a piece broke off from the metal part of the oral-b toothbrush to which the oral-b toothbrush head was attached. Since the oral-b toothbrush head was no longer gripped properly by the pin, it slipped off from the oral-b toothbrush hand piece, which even caused them to injure themselves. The metal of the oral-b toothbrush was also rusty. No serious injury was reported. (B)(6) 2023 follow up via digital safety assessment survey: the consumer was a 38 year old female. She experienced (lip) pain and a bloody lip, beginning (B)(6) 2023 and recovering (B)(6) 2023. She did not contact a medical professional. No serious injury was reported. (B)(6) 2023 case update from information initially received on (B)(6) 2023: the concomitant product was oral-b power oral care refills sensitive clean eb60 brush set. No serious injury was reported. (B)(6) 2023 product investigation results: second oral-b toothbrush handle received and investigated. No serious injury was reported. (B)(6) 2023 case update from information initially received on (B)(6) 2023: the suspect product lot was 3db21031824. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.